Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6) and a professional coaguchek xs plus meter, serial number (B)(6). At 3:30 pm the customer's meter (B)(6) result was 2.2 inr. At 3:31 pm the professional meter (B)(6) result was 2.9 inr using test strip lot 78284513 with expiration date 30-nov-2025. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
The returned meter was provided for investigation where it was tested using retention test strips and retention controls. Level 1 testing results (qc range = 1.0 ¿ 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.5 ¿ 3.7 inr): qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been update.